Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to infection. During extraction procedure a tear developed at the svc-ra junction and the physician opened the chest to intervene. The tear was repaired successfully. Patient is in stable condition in the recovery room.